Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure for a patient who presented to the lab in atrial fibrillation, a complete heart block requiring a pacemaker occurred. The procedure included ablation in the right atrium with completion of a line between the superior vena cava and inferior vena cava, a line between the superior vena cava and coronary sinus ostium, an anterior line from the superior vena cava to the tricuspid valve, and a cavotricuspid isthmus (cti) line. After the cti line was completed, it was discovered that the patient¿s sinoatrial (sa) node was isolated from the atrial ventricular (av) node, and the patient developed complete heart block, which temporarily interrupted the procedure. A temporary pacemaker was placed and the patient was admitted for monitoring. When heart function did not improve, a permanent pacemaker was scheduled and successfully implanted, and the patient remained hospitalized for an additional night for pacemaker monitoring, extending hospitalization by 2 extra days. The patient outcome was reported as alive with permanent injury described as requiring permanent pacemaker implantation. No further patient complications have been reported as a result of this event.